Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's left ventricular (lv) lead displayed high pace impedances measurements. The lead was causing muscle stimulation in other programming vectors. The impedance was turned off. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting elevated pacing impedance measurements on the lv channel. Additionally, elevated threshold measurements were observed. Device reprogramming was performed and the patient will be monitored. No adverse patient effects were reported.